Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the placement signal issue has been completed. Impella cp returned for evaluation. As the impella cp does not have a differential pressure sensor, the failure mode investigated was changed from "placement signal issue" to "optical signal issue" due to the failure mode of "placement signal issue" only being used for issues related to the differential pressure sensor. Upon visual inspection no abnormalities were noted. Pump passed laser continuity test and no biomaterial was present. Data logs from field were returned and showed slowly drop to near 0 over approximately 50 minutes before rising to a normal range. The root cause of the optical signal issue cannot be determined as no issues were noted with returned pump and limited clinical details were provided on patient's condition. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that a cp pump was used to support a patient undergoing high-risk percutaneous coronary intervention. During support, the placement signal was unreliable. Despite this, the pump remained operational until weaning and explantation. No patient harm was reported.